Manufacturer narrative:
Analysis found that the reported complaints of intermittent telemetry and loss of capture were confirmed due to normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with pre-syncope. The device failed to interrogate and no capture was observed. The pacemaker was explanted. The device was suspected to reach normal eri. There were no complications.